Manufacturer narrative:
A ge oec service rep investigated the issue and a defective high voltage cable to the camera that needed to be and was replaced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would have the image display go black when the c-arm was re-positioned intermittently.